Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 103 mg/dl, 96 mg/dl, and hi (greater than 600 mg/dl). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.